Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's device alarmed for battery test failure. It was reported that the battery and battery cap had been changed out, but did not resolve issue. The customer's blood glucose level was reported to be normal. It was reported that the device had been out of warranty. No further information provided.